Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.75 x 38 synergy ii drug-eluting stent, the stent elongated and stretched out on the stent delivery system (sds) upon removal of the protective sheath. The procedure was completed with a different device. No patient complications were reported.